Manufacturer narrative:
Patient information not available for reporting. Unknown 510k: this report is for an unknown screw. Part and lot numbers are unknown; UDI number is unknown. Date of implant/explant is not known complainant part is not expected to be returned for manufacturer review/investigation. Concomitant device therapy date is not known. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by a surgeon that two patients underwent implantation of an antegra-t plating system on unknown dates in which a screw was left proud in each patient. The surgeon stated that within weeks of their surgeries, the proud screws started to back out. As a result, the patients were returned to the operating room for a posterior lumbar fusion to prevent further screw movement. There is no further information at this time. First patient is addressed in this report. Second patient is addressed in (B)(4). Concomitant devices reported: antegra-t plate (part number unknown, lot number unknown, quantity unknown), screws (part number unknown, lot number unknown, quantity unknown). This report is for one (1) unknown locking screw. This is report 1 of 1 for (B)(4).